Event description:
The assisting nurse was holding retractors with their arm resting on the pt, and the cord under their arm. While the surgeon was using the electrosurgical device, their arm became warm, and then they felt a burn, left lower arm. The surgeon asked to have the pencil replaced.